Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. However, the insulin pump had normal operating currents. The device was also received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 118 mg/dl. Upon troubleshooting, it was found that the display did not return. The customer stated that she had already received a replacement battery cap, which did not resolve the issue. She also reported issues with bleeding at the infusion set insertion site. She was advised to monitor the insertion site issues and that the insulin pump would be replaced. Nothing further reported.